Event description:
The pt received his scs ipg on (B)(6) 2009. It was reported that the pt's charger had a broken pin and was unable to connect or charge the ipg. The pt has stimulation. The pt was sent a new charger to help resolve the issue, but was unsuccessful. The pt is scheduled to meet with an sjm rep to troubleshoot. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.